Event description:
Olympia clinical study 15 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.0mm, 75% stenosed, 10mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a taxus liberte' 3.00 x 12mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 3 days later on plavix and aspirin. 15 days after the initial procedure the pt expired. In the opinion of the physician the cause of death was hypovolemic shock due to digestive hemorrhage and the patients death was not related to the taxus stent.